Event description:
It was reported that a patient experienced a leak from their transfer set during peritoneal dialysis therapy. The leak was reported to have occurred above the twist clamp on the transfer set. The patient was treated prophylactically with unspecified antibiotics (dose, route, frequency not reported) for the event. There was patient involvement and medical intervention but there was no injury. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An event indicative of a potential malfunction of the disposable transfer set was identified. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.